Event description:
It was reported the patient experienced a loss of therapeutic effect following exposure to ultrasonic treatment at the dentist. The symptoms were at the neck and arms. The patient was at home and the status was reportedly good. The indication lights were reviewed with the patient and it was determined the stim was turned off. The manufacturer technical agent had the patient turn their stim on and reviewed patient on / off options until the stimulator could be checked by the physician or manufacturer representative.

Manufacturer narrative:
This report is being submitted following an internal audit.